Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify=>unk - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: 2873 1444 1209 - please provide the source or name of person providing answers to follow-up questions: hiromi tokuyama h3 investigation summary: the product was returned to ethicon for evaluation. Two needles and one labeled winding former outside the foil packet were received for analysis. The product code y527h is double-armed. The visual assessment of the needles noted that the swage and attachment area appeared as expected. The barrel hole of the needles was examined under magnification, and a suture piece attached to one of the needles was observed, while no suture remnant was found in the other needle. Additionally, additionally, marks likely caused by a surgical instrument were noted in one of the needles. The other section of the suture was not returned for evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the suture was detached from the needle easily. It was not a control release needle. Another product was used to complete the case. Further details are not provided from the hp. There were no adverse reported. Additional information was requested.